Manufacturer narrative:
Correction- the summary report designation is incorrect, the report is not a summary report. Investigation evaluation: in the photo provided, the small component could be seen inside the sealed tube. No identifying details could be seen in the photo. Our laboratory investigation of the returned sample found that the component received was dark grey in color and appeared to be metallic. The returned component was small and cylindrical and shows evidence of being crimped. It was reported that the component was most likely a marker from a cook sbdc-7 device. The returned component was too large to be from the sbdc-7 device as it was found to be larger than the sbdc-7 catheter body. The reporter then indicated that the component may be from a sbdc-9 or sbdc-10. It was also reported that the customer used a fuji scope with a 3.2mm channel. The sbdc-9 and sbdc-10 devices are not recommended for use with any scope that has a working channel size of 3.2mm. The cook sbdc-10 device has a maximum od of 3.3 mm and would not fit into the scope channel. The sbdc-9 has a maximum outer diameter of 3.1 mm and would possibly be able to fit in the scope channel by 0.1 mm. Product labeling indicates that the sbdc-9 and sbdc-10 are to be used with scopes that have a 3.7 mm channel. The length of the returned component was measured within the specification for the sbdc-9 tantalum marker. The band is crimped into place on the catheter. The outer diameter of the returned component was measured using a laser micrometer. The crimped band would confirm to the dimensional specifications for the sbdc-9. The ID of the returned component was measured using a minus tolerance pin gauge. The ID for the crimped band is not specified. In summary, the length and crimped outer diameter of the returned component is within specifications for sbdc-9. The sbdc-9 cannot be excluded as a possible match for the returned component. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. Only a small cylindrical component was returned for evaluation. The component appears to be the marker from an sbdc-9 device. The sbdc-9 device is designed to be used with scopes that have a 3.7mm working channel. The reporter indicated that the device was used with an incompatible fuji scope that had a smaller 3.2mm working channel. The instructions for use direct the user to "refer to package label for minimum channel size required for this device." Prior to distribution, all soehendra biliary dilation catheter devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that fujifilm endoscope, 3.2 mm working channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
The investigation is currently in progress. A follow-up emdr will be sent following the completion of the investigation.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a soehendra biliary dilation catheter. On (B)(6) 2021, the physician was supposed to perform placement of a metal stent n the bile duct. He attempted to place the metal stent after dilating the bile duct with the reported soehendra biliary dilator, but he could not place the metal stent in the planned site because it was hard/not smooth to manipulate the endoscope. Consequently, a plastic stent was placed, and the physician finished the procedure. On (B)(6) 2021, the physician attempted to place a metal stent again. The operability in the channel was not good either in this procedure and the physician felt resistance at about 15 cm from the insertion port of the endoscope forceps channel. A marker [potentially from the cook soehendra biliary dilator] came out in the intestine from the tip of the endoscope like as it was (probably) pushed out to the intestine while the device (the stent delivery system) was being put in and out from the channel [subject of report]. After the marker appeared out in the patient¿s body, the operability in the channel improved, and the procedure could be performed without any problem. The marker was retrieved by forceps at the end of the procedure after all the necessary procedures had been performed. It is unclear how long the marker was left in the channel or if the marker was from the cook dilator versus the tip of the stent delivery system. The same endoscope from the case of (B)(6) 2021 was used. A section of the device ultimately did not remain inside the patient¿s body. The patient required retrieval with forceps due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.